Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and loss of capture. An x-ray found clavicle first rib compression. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.